Event description:
Tubing at end of drain bag did not drain causing urine to back-up into pt. Health care professional reported that pt developed an infection but could not say whether the infection was caused by the product. Pt was treated with antibiotics.